Event description:
It was reported that the user received an occlusion alert on the ilet pump while using a 6 mm, 23" infusion set, and was advised that the system detected pressure in the tubing or infusion set; the user changed the infusion set and dismissed the alert, and the blood glucose was unaffected. Symptoms included no reported adverse clinical effects. Outcomes included resolution of the occlusion alert after supply change and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding occlusion alerts and supply replacement. Investigation of this case revealed an occlusion condition detected by the device that was resolved by replacing the infusion set and related supplies, indicating the issue was localized to disposable components rather than the pump. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing obstruction that resolved with replacement.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.